Event description:
The patient has chronic respiratory failure and is ventilator dependent with a bivona tts/water cuff 7 tracheostomy tube. The inflated cuff has caused focal tracheal dilatation at the level of the tracheostomy tube balloon. This was present on admission to the hospital and appears to be due to chronic over-inflation of the cuff. It can be very difficult to know how much water has been instilled to inflate the cuff, as not all of the water will come out the first time. This led to difficulty with ventilation, air leaking around the tube, and the need for ordering a custom tracheostomy tube which prolonged the hospitalization by ~ 4 weeks.